Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, it was noted that the markers on the sewing ring were not correct on the opposite sides. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The sewing ring was not returned for evaluation. Review of the receiving inspection documentation confirmed that the associated sewing ring lot met all inspection requirements established in the receiving inspection plan for release. One of the inspection requirements is that the clamp gap must be aligned to one of the four alignment indicators (black lines). The reported event could not be confirmed since the component was not returned and there is no evidence or supporting data provided. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.